Event description:
A malfunction occurred with the customer's pump, specifically displaying malfunction code 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the faulty pump and informed the customer they would receive a pump with updated software. The customer was instructed to use multiple daily injections as a backup therapy in the meantime. Tandem provided a return box and pre-paid label for the faulty pump, and the customer was instructed on how to return it to avoid being billed. The customer acknowledged all instructions, including programming settings and connecting their cgm to the replacement pump.